Event description:
It was reported that (1) lcsk5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that during procedure the lcsk5 blade began to emit solid tone at generator. Troubleshooting steps were taken including re-torquing and cleaning the blade. The condition could not be corrected so a new blade was opened and the case finished without further incident. There was extended or time by five minutes.